Manufacturer narrative:
This report is submitted on march 22, 2022.

Event description:
Per the clinic, the patient reported loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and was re-implanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on april 25, 2022.